Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed infection and vegetation was noted on the rv lead. The organism responsible for the infection was identified as enterococcus. The implantable pulse generator (ipg) system was explanted. The ipg and the right atrial (ra) lead was replaced. No further patient complications have been reported as a result of this event.